Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no: d14825) for female sterilisation. The patient had a medical history of overweight, inguinal hernia repair, herpes simplex, gestational diabetes, multigravida and multiparous. Concurrent conditions were listed as pelvic pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1688 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy - uterus, hysterectomy, total laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Date discrepancy noted in explanted date: on (B)(6) 2020 instead of on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.684 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: bilateral essure devices with no intraperitoneal free spillage of contrast. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): cervix with focal high-grade squamous intraepithelial neoplasia (cin 2); no invasive carcinoma identified; nabothian cysts secretory endometrium, negative for endometritis, hyperplasia, atypia or malignancy superficial adenomyosis unremarkable fallopian tubes with benign paratubal cysts clinical information: uterus, cervix, and bilateral fallopian tubes pelvic and perineal pain. Gross description: the separately received fallopian tubes have fimbriated end. Tube measures 5.5 cm in length the second tube measures 5.5 cm in length. Sectioning through demonstrates intact lumen. Second fallopian tube demonstrates multiple paratubal smail cysts measuring 0.3 cm in greatest dimension. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Reporter, medical history, lab data, product lot number added. Non-drug treatment notes was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1688 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. D14825) for female sterilisation. The patient had a medical history of overweight, inguinal hernia repair, herpes simplex, gestational diabetes, multigravida and multiparous. Concurrent conditions were listed as pelvic pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1688 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy - uterus, hysterectomy, total laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Date discrepancy noted in explanted date: (B)(6) 2020 instead of (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.684 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: bilateral essure devices with no intraperitoneal free spillage of contrast. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix, and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): cervix with focal high-grade squamous intraepithelial neoplasia (cin 2); no invasive carcinoma identified; nabothian cysts secretory endometrium, negative for endometritis, hyperplasia, atypia or malignancy superficial adenomyosis unremarkable fallopian tubes with benign paratubal cysts clinical information: uterus, cervix, and bilateral fallopian tubes pelvic and perineal pain. Gross description: the separately received fallopian tubes have fimbriated end. Tube measures 5.5 cm in length the second tube measures 5.5 cm in length. Sectioning through demonstrates intact lumen. Second fallopian tube demonstrates multiple paratubal smail cysts measuring 0.3 cm in greatest dimension. Batch no: d14825. Production date: 2014-10-01. Expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1688 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.